Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the device revealed that the device was dirty and the right case was cracked. During occlusion testing, motor rate error was duplicated. The root cause of the reported issue was found to be normal wear. A combination of the motor assembly including motor, clutch halves and lead screw. Replaced motor assembly including stepper motor, motor bracket, lead screw and clutch halves. (UDI) is unknown. No product information has been provided to date.